Manufacturer narrative:
Physio-control evaluated the customer's device and was able to duplicate the reported issue. The cause of the issue is the system pcb. At this time, this device cannot be repaired due to part obsolescence. The customer has received a loaner until a permanent solution for this complaint is identified.

Event description:
The customer contacted physio-control to report that their device would not complete the boot up process. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not complete the boot up process. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.